Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely for a remote follow-up. Review of the transmission revealed that the right ventricular lead exhibited noise sensed as high ventricular rate episodes. Variable capture thresholds were also noted. The noise was reproducible with isometrics. No intervention was completed. The patient was reported stable and will continue to be monitored.